Event description:
During evaluation of a returned novum iq large volume pump, the device alarmed "door open" when the device was powered on. No additional information is available.

Manufacturer narrative:
E1 initial reporter phone no.: (B)(6). The device was received for evaluation. When the device was powered on it alarmed for "door open". The latch of the door was observed to be dislodged and there were traces of dried fluids on the door and latch bar area. The door mechanism will be repaired to address this issue. A device history review revealed no issues that could have caused or contributed to this issue. Should additional relevant information become available, a supplemental report will be submitted.